Event description:
It was reported that the swivel mechanism of the epiq cvx ultrasound system's control panel did not lock properly when the motion button was deactivated. The issue was found while transporting the system within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The philips service engineer evaluated the system and confirmed the failure finding the bearing flange was raised up and not allowing the solenoid piston to fully engage. The bearing flange was replaced to repair the system. A thorough investigation was performed to identify the root cause of reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. The system has returned to service with no similar issues reported. This action was reported to FDA per 21 cfr part 806 on 7/16/21. Reference corrections and removal report number 3019216-07/16/21-002-c.